Event description:
Reported as "pouch dilatation". Follow up findings: additional band slippage with band repositioned. Band remains implanted.

Manufacturer narrative:
The product associated with this report remains implanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. Band slippage and esophageal dilatation are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."